Event description:
It was reported that during a case, the smartpump unit began alarming intermittently and not holding pressure during a case. The procedure was completed successfully with no significant delay, no medical intervention, and no adverse consequences. If this type of malfunction were to reoccur during a bier block procedure, it could pose the risk of systemic exposure to local anesthetic.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that during a case, the smartpump unit began alarming intermittently and not holding pressure during a case. The procedure was completed successfully with no significant delay, no medical intervention, and no adverse consequences. If this type of malfunction were to reoccur during a bier block procedure, it could pose the risk of systemic exposure to local anesthetic.